Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device delivers too little insulin. On (B)(6) 2011, patient felt very sick, threw up, and her blood glucose level was 500-600 mg/dl. She delivered insulin via the infusion device and syringe to treat hyperglycemia. On (B)(6) 2011 at 7:00 a.m., patient's grandma admitted her to the hospital. Her blood glucose was 496 mg/dl, and she received stationary treatment from (B)(6) 2011. Physician found that the date setting on the infusion device was wrong and was 1 month back, which was when patient had traveled on a plane. Normal blood glucose is 120 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. No additional information was provided.